Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, it was noticed the haptic was damaged, allegedly by the slide mechanism of the injector. The incision was enlarged and a successful intraoperative lens replacement using the same model and diopter iol was completed. Additional information has been requested, but not received.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device to have no visible damage. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
Additional information was received indicating the intraoperative lens replacement was performed on the left (os) eye. The patient's outcome is good.